Event description:
Boston scientific (formerly guidant) received info that this patient developed a type ii endoleak that was identified and could not be resolved at the f/u facility. The patient was transferred to another hospital to repair the type ii endoleak, but an endoleak could not be found at this time. The patient was scheduled to have a translumbar aortogram, however, the patient refused treatment. The aneurysm continued to enlarge and the physician elected to explant a portion of the ancure endograft. The aortic cuff remained in the patient and a portion of the endograft's right limb was removed. A new endograft manufactured by another company was then implanted and used for secondary treatment of the ancure endograft in the right iliac artery. No add'l adverse pt effects were reported.

Manufacturer narrative:
A portion of this product was explanted and has not been returned. No add' info is available at this time. If add'l info becomes available, this report will be updated.